Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occured on (B)(6) 2019 due to infection with a humelock reversed system. A 36mm humeral cup was explanted and, after cleaning, replaced by 36mm humeral cup. Primary surgery occured on (B)(6) 2019.